Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00.the device was outside use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. The review of system log files showed power supply error in the m cabinet. Upon troubleshooting, the fse found the issue with power supply unit (pd scomd dcps). The cause of the power supply failure was not conclusively determined by the supplier's part analysis. However, replacing the power supply unit by the fse has resolved the issue. Upon replacement, the fse performed functional tests, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.